Event description:
Provider alleged manifold valve leaking. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was manifold valve was leaking. Additional malfunctions were valve/manifold leaking, hose clamp on manifold defective, tie strap 17" on sieve beds defective, ty wrap on manifold defective, intake filter on sound box is dirty, cabinet filter on cabinet is dirty, check valve on product tank is defective and ty-wrap on check valve is defective.